Event description:
It was reported that during a device change out, suspected externalized conductors was observed on rv lead via fluoroscopy. No electrical anomalies were detected. The lead remains implanted. The patients condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.